Event description:
This is one of 13 reports. In most cases, the ventilator was on a patient. The ventilator alarms and has a red banner on the top. I believe the ventilator still ventilates but not a hundred percent positive. Error code tf5507. I don't think there was any patient harm during any of these because the ventilator still ventilates. We do change out the ventilators when this occurrence happens. Manufacturer has been contacted and has stated possibly related to the mixer valves and in others it is the sensor board.